Manufacturer narrative:
Fixture removal due to loosening. No communication from the treating team to conclude date of event, clinical signs or involved component information.

Event description:
Fixture removal due to loosening. No product problem reported.